Manufacturer narrative:
Concomitant medical product: 507652 lead, implanted (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, noise, and was fractured. The lead was reprogrammed and later capped and replaced. No patient complications have been reported as a result of this event.